Event description:
The user facility reported that an employee received an injury to their fingers when attempting to push a jammed rack into their reliance synergy washer/disinfector. The employee sought medical treatment where x-rays were performed, and bandages were applied.

Manufacturer narrative:
During follow up with user facility personnel, it was found that the rack did not fully load into the reliance synergy washer/disinfector's chamber from the steris conveyor system (scs) and when the employee cleared the jam, the washer door descended subsequently contacting the employee's fingers. At the time of the reported event, the washer/disinfector operated properly and alarmed/displayed "door obstruction". The employee did not follow proper operating procedures and attempted to push the rack forward into the chamber so when the door continued to close her left ring and pinky finger were injured. The reliance synergy washer/disinfector's operator manual states, "if an obstruction is present in the chamber door, do not attempt to remove the object." "Risk of pinch point between door and threshold when the door opens. Keep fingers away from threshold." "If an obstruction is present in the wash chamber door, door safety bar will detect obstruction and door will automatically stop from closing. Wait until door is fully open and water flow has stopped before removing obstruction." A steris service technician arrived onsite following the reported event to inspect the reliance synergy washer/disinfector. The technician found no issues with the unit's door or door obstruction safety mechanism. The steris technician further inspected the scs which is installed in front of the reliance synergy washer/disinfector. The technician found that the air emergency button was activated. User facility personnel were not aware that the air emergency button was pressed. As the air emergency button was pressed, there was no air supply to the scs pneumatic cylinder to completely push the rack into the washer's chamber subsequently causing it to become jammed between the doorways. The technician deactivated the air emergency button, ran a test cycle and confirmed the reliance synergy washer/disinfector and scs to be operating to specifications. The technician counseled user facility personnel on the proper use and operation of the reliance synergy washer/disinfector and importance of following procedures for jammed racks/obstructions as well as ensuring the air emergency button is not activated before equipment use. The reliance synergy washer/disinfector was returned to service and no additional issues have been reported. UDI related data clarification - the device subject of the event was manufactured in 2007 prior to UDI compliance, therefore, UDI is not applicable and was not included in the MDR.